Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿issues with image when connected to the olympus tower they are not getting any image¿ was confirmed due to a faulty cable unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use the image does not appear on the camera head, when connected to the olympus tower. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that according to the investigation we surmised that images were not displayed due to the following reason. Video communication could not be transmitted to the processor because the cable was damaged. The legal manufacturer checked the shipping record of the product, but we did not see any problem in the device. It was presumed that the cable damage was caused by the handling method of the user. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.